Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown baclofen, morphine and an unknown drug (unknown dose and concentration) via an implantable pump for spinal pain. The patient reported that his last refill was scheduled for (B)(6) however when he tried to contact the health care professional¿s (hcp) office he was told they were having computer problems and they were also moving. The patient was unable to get through to the office, the phone would ring or go straight to voicemail, the pump alarmed then stopped alarming and patient believed that it was now empty and had run out on (B)(6) or (B)(6) , patient was going through withdrawal symptoms beginning (B)(6) ; everything smelled funny, his back was on fire and was sweating real bad. The patient spoke to the primary care practitioner (pcp) who also tried to contact the hcp office without any success, the pcp directed the patient to go to hospital to be admitted for care. The patient needed to decide whether or not to seek more urgent medical attention to treat withdrawal symptoms. Patient also asked for physician listings. No further complications were reported.